Event description:
"The patient was implanted into the infusion port on (B)(6). On the morning of (B)(6), it was found that blood could not be drawn back. There was a swelling around the skin of the injection bag, and it was suspected that the catheter had fallen off. After taking an x-ray, it was confirmed that the catheter had fallen off. After the catheter is removed through interventional surgery, the port is removed. According to the surgeon's description, after removing the housing, the catheter is reconnected to the housing. The catheter can be pulled out with great force, but it will not loosen with small force. Suspected catheter connection issue."

Manufacturer narrative:
Note: product reference 4436946 is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. Device history record: batch record file number 37027849 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during process/inspection steps. No other similar complaint was reported on the units released in may 2024. Summary of investigation: the involved device, pictures, video, and x-ray pictures were returned for investigation. X-rays pictures review: 2 x-ray pictures and a x-ray video were transmitted for review: x-ray picture taken the day of implantation: on this image, the catheter is connected to the access port housing with a connection ring. The catheter trajectory is slightly slanted after the exit cannula. The quality of the image does not allow us to verify the correct connection of the catheter and the connection ring with the access port housing. X-ray picture taken one day after implantation: the catheter is disconnected from the access port housing and has migrated. The catheter is not visible. The connection ring is still connected to the exit cannula of the access port housing. X-ray video: the migrated catheter is removed. Picture/video review: 2 pictures and a video were transmitted for review: both pictures show the explanted and not connected device: access port housing, connection ring and catheter. Blood is visible. The video shows the removal of the connection ring and the access port housing from the subcutaneous pocket. The catheter is missing . This confirms the catheter diconnection only 1 day after its implantation. Visual inspection of the returned device: we received the access port housing, the connection ring and the catheter from batch 37027849. They are no connected. Blood traces are visible. 1 puncture mark is visible inside the access port septum. No defect was observed on the connection ring. The catheter measures around 22cm. No defect was observed on the catheter. Dimensional measures: the below dimensions are verified on the returned device: outer and collar diameters of the exit cannula, inner diameter of the connection ring. Inner and outer diameter of the catheter. All the measured dimensions are compliant with the defined specifications. Pull test at the juncture access port-catheter; the test was performed with a catheter from our stock from the same batch of tube. The performed pull test is compliant. The disconnection force applied on the catheter of the returned sample is more than 3 times superior to the iso 10555-6 standard requirements. Manufacturing step review: all the manufacturing steps that could lead to the observed defect were reviewed and no failure was detected. Raw material historical data review: the raw materials used for the batches of the catheter, connection rings and exit cannula included in the device kit were verified. They are compliant with the defined specifications. Root cause: the performed investigations have confirmed the compliance of the access port, the catheter and the connection ring used by the end customer as no defect was detected. The short duration of implantation (one day) allows to hypothesis that the catheter might not have been completely mounted i.e., firmly push the catheter onto the exit cannula ensuring the catheter covers the exit cannula up to the stop, as required in the IFU. IFU recommendation: to avoid disconnection of the catheter, the IFU specifies the following: the catheter should be mounted on the exit cannula along its axis (see fig. 11 a-b-c, page 115) and not across the axis and should be completely mounted on the exit cannula before the connection ring is slid over the catheter. Celsite®, celsite® concept, celsite® discreet: slide the connection ring over the catheter, firmly push the catheter onto the exit cannula ensuring the catheter covers the length of the exit cannula, slide the connection ring over the catheter and exit cannula. The connection ring should be in contact with the port (see fig. 11c, page 115). Conclusion: our manufacturing process was checked, and no deviation was found. Also, the dimensional and functional tests performed on the complaint sample were all compliant. In consequence, handling error by the medical staff during catheter connection to the access port is at the origin of this catheter disconnection and the complaint is not confirmed. Catheter disconnection is a known complication for which the complaint rate remains low (B)(4). No corrective action is currently envisaged as IFU already gives recommendations to avoid this type of incident.